Event description:
It was reported that the patient experienced scrotal pain with the inflatable penile prosthesis (ipp) due to reservoir migration. The entire ipp system was removed and replaced with malleable penile prosthesis. No further complications were reported in relation to this event. The product was explanted and not expected to be returned. Should additional information be received, a supplemental report will be filed.